Event description:
The pt developed inflammation around the incision site following initial implant surgery. It was also reported that the pt was prescribed oral antibiotics. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. Investigation to date has been unable to determine if the pt has devleoped an infection.